Event description:
It was reported that the right ventricular (rv) lead was reconnected to the header of the implantable cardioverter defibrillator (ICD). It was noted that after the reconnection there were no further anomalies and that the rv lead and the ICD are functioning properly. Additional information was attempted to be obtained, however, it was not available. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) competitor pacing lead. (B)(4).